Event description:
The dealer states the consumer fell out of the bed when she was getting out. The foot springs are bent which the dealer was aware of before she tried to get out of the bed. Now both actuators are making a grinding noise. The dealer states the consumer told him she sustained a broken vertebra from the fall.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.